Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that black fm appeared in the barrel when insulin was drawn. The returned syringe was examined visually and under the microscope and no black fm was observed inside the barrel. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure and a rood cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that black foreign matter appeared in the barrel of the bd ultra-fine¿ insulin syringe 1/2 ml, 29g when the consumer drew up insulin. The syringe was not used and there was no report of injury or medical interventions.